Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The distal luer was broken on the unit. Visual examination confirmed the reported condition of separated distal luer. The luer post was broken off at the base of the stem near the tubing. The root cause of the broken/cracked luer near the base of the stem was determined to be a manufacturing defect: the packaging and shrink wrap led to an over-stress condition. The packaging configuration was changed in (B)(6) 2012 to reduce the incidence of this problem. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Event description:
Baxter (B)(4) received a report of an intermate that had connection issues due to the connecting pieces being broken off. The concomitant medical product are currently unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.